Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.00/0.5/90, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of the event was reporter as unknown.